Manufacturer narrative:
The last tsh calibration was performed on (B)(6) 2018 and calibration signals were acceptable. According to product labeling, renewed calibration is recommended after 12 weeks when using the same reagent lot. The last ft3 calibration was performed on (B)(6) 2019 and signals were slightly lower than expected. The last ft4 calibration was performed on (B)(6) 2019 and calibration signals were slightly lower than expected. Tsh, ft3, and ft4 controls were within acceptable ranges. One level of control was not tested for each of the assays on the day of the event. Product labeling for ft3 and ft4 state that controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory and were questioned by a physician since the results were low even though medication had not been prescribed to the patient. The sample was then repeated. The sample initially resulted with a tsh value of 0.0398 uiu/ml on (B)(6) 2019. The sample was repeated twice on (B)(6) 2019, resulting with tsh values of 6.55 uiu/ml and 6.27 uiu/ml. The sample initially resulted with a ft3 value of 1.47 pg/ml on (B)(6) 2019. The sample was repeated twice on (B)(6) 2019, resulting with ft3 values of 2.25 pg/ml and 2.73 pg/ml. The sample initially resulted with a ft4 value of 0.125 ng/dl on (B)(6) 2019. The sample was repeated twice on (B)(6) 2019, resulting with ft4 values of 1.19 ng/dl and 1.23 ng/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 33181400, the ft3 reagent lot number was 34835900, and the ft4 reagent lot number was 37884400.